Event description:
The complainant reported that the rotator ruptured during an angiogram for a transcatheter arterial chemoembolization procedure. Two products of the same lot failed during the procedure. No harm or injury to the patient was reported. First: 1.2 ml/sec at 720 psi. Second: 1.0 ml/sec at 541 psi.

Manufacturer narrative:
Device evaluation: the evaluation is not complete. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. Device history record was reviewed, complaint database was reviewed. Conclusions: other, the investigation is not complete. A follow-up report will be submitted when additional information is available.